Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Near miss, tip of harmonic blade broke off inside chest cavity was surgery delayed due to the reported event? Yes, if yes, number of minutes: 75, action taken when event occurred? Filtering suction contents, called rep who called ethicon support, considered bringing in c-arm, replaced instrument, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? No, if no, explain : harmonic blade tip was found and removed after extensive search, patient status/ outcome / consequences : no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4) device property of: none, device in possession of: none, by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2020. Investigation summary the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Manufacturer narrative:
(B)(4). Investigation summary this is an evaluation of a picture sent by the account. The image provided is an image of what appears to be the blade tip for a harmonic device broken off from the device. Our manufacturing process has been reviewed and there is no current evidence of this issue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Because the instrument was not return our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: no, the piece did not show up on an xray we had to filter all of our suction fluids and we managed to locate the broken piece after and hour an a half of searching. The piece had broken off in the chest and was picked up with the suction. Myself and other staff in the room had to open full suction cannisters and pour them into another cannisters while we filtered the fluid and we were extremely lucky that in doing this we were able to locate the 0.5 cm broken tip.